Manufacturer narrative:
Additional information: investigation ¿the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture and inferior vena cava perforation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No relevant notes on neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. . Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) device code:3191 - appropriate term/code not available for perforation of vessel. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to shortness of breath and obesity. Patient is alleging fracture. Patient further alleges, "the filter has fractured causing me to have fear and risk of further damage and bleeding internally with the chance of death". Additionally, patient alleges, "I am fearful of any kind of vigorous activity or lifting because of the thought of causing more breakage of the filter and worse damage to my insides". Per the (B)(6) 2017 computed tomography- abdomen and pelvis with contrast: "inferior vena cava filter is seen again, some of the lower prongs appear to extend beyond the lumen of the lower inferior vena cava above the bifurcation". Additionally, per the (B)(6) 2017, x-ray report-anteroposterior pelvis: "findings: an inferior vena cava filter is identified with a broken prolonged inferior to it. Impression: there is evidence of a prominent that is broken off from the inferior vena cava filter and resides inferior to the filter". On (B)(6) 2016, x-ray report-chest 2 view:" inferior vena cava is partially visualized in the upper abdomen". On (B)(6) 2016, x-ray report-chest 2 view:" inferior vena cava is partially visualized in the upper abdomen". On (B)(6) 2016, computed tomography- abdomen and pelvis with intravenous contrast only: "inferior vena cava filter is present". On (B)(6) 2017, computed tomography- abdomen and pelvis with contrast: "inferior vena cava filter is seen again, some of the lower prongs appear to extend beyond the lumen of the lower inferior vena cava above the bifurcation". On (B)(6) 2017, x-ray report-spine thoracic 2 view: "an inferior vena cava filter is seen". On (B)(6) 2017, computed tomography-chest, abdomen and pelvis: "inferior vena cava filter in anatomic position". On (B)(6) 2017, x-ray report-anteroposterior pelvis: "findings: an inferior vena cava filter is identified with a broken prolonged inferior to it. Impression: there is evidence of a prominent that is broken off from the inferior vena cava filter and resides inferior to the filter". On (B)(6) 2017, computed tomography-abdomen and pelvis: "inferior vena cava filter in situ". Patient outcome: it is alleged that [pt] was injured without further explanation. Medications: venlafaxine (2016-2018), synthroid (30 years), keppra (>5 years), venlafaxine (2016-2018), the following were taken >3 years prior to implant-2018: brimonidine, coreg, pravastatin, pred-forte, lyrica, prednisone, morphine, percocet, phenergan, gabapentin, mestinon, lortab, zyrtec, albuterol, imitrex, lipitor, zofran, ambien, metformin, singulair, ativan, elavil, magnesium oxide, depakote.